Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was giving them insulin even when they were low. The customer¿s blood glucose level was 68 mg/dl at the time of the incident, and 80 m/dl at the time of the call. The customer treated the lows with food. The pump was in auto mode at the time of the incidents. Troubleshooting was completed but did not resolve the issue. The customer reported delayed response from pressing pump buttons. The customer also had a high of 278 mg/dl but decline troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarm noted during testing. (B)(4).